Event description:
It was reported that during a follow up, loss of capture capture was noted on the right ventricular (rv) lead. Reprogramming of the device was performed, however, loss of capture was still noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing found conductor shorts due to overtorqued inner coil at the connector region. X-ray examination did not find any indication of conductor fractures but found that all the filars were broken at the connector region, consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.